Event description:
It was reported that the customer experienced a high blood glucose level of 503 mg/dl. There was no adverse impact to the customer¿s blood glucose level reported within the narrative. The customer took corrective action by administering a correction injection via manual injection and consulting with technical support, who instructed them to inspect and address issues with the tubing and air bubbles. The customer was advised on ensuring proper insulin delivery and understood the instructions, planning to replace supplies as needed and resume insulin therapy.